Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the mildly calcified, mildly tortuous right coronary artery (rca). The physician did not predilate. The physician was attempting to place the 3.50x32 mm taxus liberte drug eluting stent was unable to get it pst the lesion. He then removed the device from the patient without deploying it. When he tried to reinsert the stent, after trying a different wire, he noticed that the stent was no longer on the balloon. It seems the stent came off the delivery system inside the patient without being inflated. The scrub sister, that was assisting the physician, stated she definitely saw the stent on the balloon the first time she threaded it onto the guidewire. After noticing the stent was no longer on the delivery system, the doctor did multiple inflations with another balloon all along the lesion to try to oppose the stent. No patient complications were reported. Patient status reported as "fine". This product is only ouvs approved, but it is similar to a marketed us device.